Event description:
During laser bronchoscopy a fire started inside the pt. The tip in use with the yag laser was slt round probe (maximum 25 watts). Surgeon was delivering 50 watts. Also 100% oxygen being delivered via et tube.